Event description:
Procedure: wedge resectionafter the device was fired the sulu locked on the lung tissue. The surgeon then had to manually retract the device off of the tissue. The patient is good after the procedure.